Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a regular follow-up visit of the patient on (B)(6) 2017, the subject device was interrogated. The communication between the pacemaker and programmer was not well established and the interrogation process was done while the operator clicked the continue button every time the communication was interrupted. Once the interrogation process was done, the following message appeared on the overview screen and it was found that there was no aida data available: "aida memory is not activated. To activate aida click on [diagnos. Aida] > [prog.]. Data will be available at the next follow up." After the "prog." Button was pressed in the aida screen as directed, the above message disappeared. It was also reported that communication between the pacemaker and the programmer was not well established in the penultimate follow-up neither. During a follow-up on 07 april 2017, it was confirmed from the patient file that there was no data recorded in device memory before 14:00 on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis did not identify any issue. No data was recorded in device memory before 14:00 on (B)(6) 2017, probably because aida (device memory) was not programmed as it should at implantation. After aida programming on (B)(6) 2017, aida was activated successfully.

Event description:
During a regular follow-up visit of the patient on (B)(6) 2017, the subject device was interrogated. The communication between the pacemaker and programmer was not well established and the interrogation process was done while the operator clicked the continue button every time the communication was interrupted. Once the interrogation process was done, the following message appeared on the overview screen and it was found that there was no aida data available: ¿aida memory is not activated. To activate aida click on [diagnos. Aida] > [prog.]. Data will be available at the next follow up.¿ after the ¿prog.¿ button was pressed in the aida screen as directed, the above message disappeared. It was also reported that communication between the pacemaker and the programmer was not well established in the penultimate follow-up neither. During a follow-up on (B)(6) 2017, it was confirmed from the patient file that there was no data recorded in device memory before 14:00 on (B)(6) 2017.

Event description:
During a regular follow-up visit of the patient on (B)(6) 2017, the subject device was interrogated. The communication between the pacemaker and programmer was not well established and the interrogation process was done while the operator clicked the continue button every time the communication was interrupted. Once the interrogation process was done, the following message appeared on the overview screen and it was found that there was no aida data available: ¿aida memory is not activated. To activate aida click on [diagnose. Aida] > [prog.]. Data will be available at the next follow up.¿ after the ¿prog.¿ button was pressed in the aida screen as directed, the above message disappeared. It was also reported that communication between the pacemaker and the programmer was not well established in the penultimate follow-up neither. During a follow-up on (B)(6) 2017, it was confirmed from the patient file that there was no data recorded in device memory before 14:00 on (B)(6) 2017.